Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer was assisted with troubleshooting. The customer stated that they received a open book image on insulin pump display. Customer stated that insulin pump received the change battery alert before the critical pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Unit unable to verify battery power anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.